Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The prospective consumer reported that she has a nephew who had a stimulator seven years ago. Five weeks later he picked up a plate of food, sat down and his wires came disconnected. The prospective consumer had done a trial system and was thinking of getting the implant and wanted to know if the same thing could happen to her. No patient symptoms reported. If additional information is received a follow-up report will be sent.